Event description:
It was reported the pt experienced pain at the ipg site with stimulation. As a result, pt is no longer using her scs system. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.